Event description:
It was reported that a pt underwent a surgery to decompress a type I arnold chiari malformation in (B)(6) 2000 and suture was used. The surgery was a success. Over the next 17 months, the pt had multiple suture abscesses, all of which required a course of keflex. The surgeon opined the infections were from the sutures. In (B)(6) 2001, the surgeon performed a debridement and more sutures were removed that had not dissolved (17 months later). The pt developed a 7-8 inch hypertrophied scarring of the incision up the back of his head. The pt underwent cosmetic surgery on (B)(6) 2011 for removal of the hypertrophied scar and is currently wearing a neck collar and is on short term disability.

Manufacturer narrative:
(B)(4) abscess occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.